Event description:
Upon putting on an inspiral condom, I noticed a small dark spot toward the tip that upon inspection via a strong magnifying glass looked like a tiny insect, perhaps a fly, embedded in the latex. I have preserved the condom, unused of course. In spite of contacting by email both manufacturer and distributor with this information, I have received no more than an automated response telling me they had received my email. Fortunately, I became aware of a contamination, yet I have used the same brand condom on other ocassions without paying attention to a similar problem. So you can see my concern relating to personal health and to the cautions taken in their manufacture. Dates of use: 2008, about 10 seconds. Diagnosis or reason for use: sexual protection.